Event description:
Additional information was received that the second coil was not a medtronic coil. The cause of the event was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage observed to the catheter after removal. The catheter was not a medtronic device. It was noted that detachment was not attempted and the instant detacher was not used, as it was before the final act of detach. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the two coils did not deploy; it was impossible to detach them, and they would not advance through the catheter. There was increased procedure time and change of embolization material. No patient symptoms or further complications were reported as a result of this event. The device was not retained. It was unknown if there was any assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. H6: codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the second coil was not a medtronic coil. The cause of the event was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage observed to the catheter after removal. The catheter was not a medtronic device. It was noted that detachment was not attempted and the instant detacher was not used, as it was before the final act of detach. There was no pushwire damage observed after removal from the patient. Additional information was received that the patient was undergoing treatment for an indication in the IFU. Vessel tortuosity was normal (standard).